Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with 300 units of insulin, with 20 units used to fill tubing and 260 units remaining usable in cartridge. There was no adverse impact to the customer's blood glucose level. Customer confirmed not using pump case, and technical support instructed cleaning of pneumatic tap area with alcohol wipe or lint-free cloth and reloading same cartridge, after which customer successfully loaded cartridge onto pump and resumed insulin delivery.